Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge on the charger, but would power up a monitor. Upon service investigation, the battery was found to have defective cells reading 4.078v, 3.770v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt's mother contacted zoll customer support to report that the pt's battery is defective. She reported a flashing orange light which changed to a solid orange light and finally a red light. The pt was issued a replacement battery pack.